Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen"), device dislocation ("pathology results after the intervention: no trace of the essure implant.") And blindness ("loss of vision") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), groin pain ("pain in right groin"), back pain ("pain in back"), pain in extremity ("pain in right leg"), urinary tract infection ("urinary tract infection"), sinusitis ("sinusitis"), ear disorder ("ent problems"), pharyngeal disorder ("ent problems") and fatigue ("constant fatigue"), 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("significant pain"). The patient was treated with surgery (salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation, blindness, groin pain, back pain, pain in extremity, urinary tract infection, sinusitis, ear disorder, pharyngeal disorder and fatigue outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, back pain, blindness, device dislocation, ear disorder, fatigue, groin pain, pain in extremity, pelvic pain, pharyngeal disorder, sinusitis and urinary tract infection with essure. The reporter commented: removal of essure was reported on (B)(6) 2018 while no trace of essure was found in the fallopian tubes (patholy result). Discrepancy observed between the date of the removal of essure and the date of the intervention (bilateral salpingectomy). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen"), device dislocation ("pathology results after the intervention: no trace of the essure implant.") And blindness ("loss of vision") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), groin pain ("pain in right groin"), back pain ("pain in back"), pain in extremity ("pain in right leg"), urinary tract infection ("urinary tract infection"), sinusitis ("sinusitis"), ear disorder ("ent problems"), pharyngeal disorder ("ent problems") and fatigue ("constant fatigue"), 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("significant pain"). The patient was treated with surgery (salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation, blindness, groin pain, back pain, pain in extremity, urinary tract infection, sinusitis, ear disorder, pharyngeal disorder and fatigue outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, back pain, blindness, device dislocation, ear disorder, fatigue, groin pain, pain in extremity, pelvic pain, pharyngeal disorder, sinusitis and urinary tract infection with essure. The reporter commented: removal of essure was reported on (B)(6) 2018 while no trace of essure was found in the fallopian tubes (pathology result). Discrepancy observed between the date of the removal of essure and the date of the intervention (bilateral salpingectomy). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.